Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the hospital that the reamer head cutting instruments are not sharp enough. Hospital feels that this is a major patient safety issue. The reamers are getting stuck and not completing the ream because they are too dull. The age of each of the devices is unknown. No specific case information. The reamers are used day in and day out for procedures not involving trauma cases. It is believed that the hospital has eight (8) reamer sets in use and the most common sizes used are 8.5mm thru 12.5mm. The hospital central sterile personnel investigates the reamers for tissue and debris before each procedure. This report is for one (1) 8.5mm medullary reamer head. (B)(4).